Event description:
Related manufacturer reference numbers: 2030404-2013-00095, 2030404-2013-00096, 3005188751-2013-00093. During an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, a pericardial effusion occurred. A transseptal puncture was performed with an agilis nxt introducer and a brk xs transseptal needle. An inquiry optima ep catheter was placed in the pulmonary vein, the therapy cool flex ablation catheter in the left atrium, and a non-sjm quadripolar catheter in the coronary sinus. During ablation around the left pulmonary veins, the patient's heart rate increased into the 90s. An echocardiogram confirmed a pericardial effusion and a pericardiocentesis was performed, which stabilized the patient. The patient was sent to the ICU for observation. There were no performance issues with any sjm device.

Manufacturer narrative:
Method: the results of the investigation are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk during the use of this device.